Event description:
It was reported "screw head dislocated from shaft, pt requested hardware back." On (B)(6) 2014, add'l info was received from the distributor who reported the initial surgery was in 2011. The dislocated screw was removed on (B)(6) 2014. Add'l info was requested by integra. On (B)(6) 2014, add'l info and x-rays was provided (see other relevant history). On (B)(6) 2014, removal of broken hardware with thoracic decompression t8-t10.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.